Manufacturer narrative:
This report is submitted on may 10, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a pressure sore at magnet site and subsequently was treated with a topical antibiotic (date and duration not reported). The implanted device remains.